Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the instruments found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the vats procedure, the handle broke whilst in use and the trigger failed to fire the stapler loading units. The surgeon pressed the green button but still reported failure of the stapler to initiate firing the reload. There was also an issue loading the device. To complete the procedure, a new device was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.